Manufacturer narrative:
Dentsply was not able to verify the original customer complaint. The returned attachment was tested by manufacturing personnel and did not meet specification for cap removal and sheath rotation. Quality personnel then investigated the attachment. The attachment maximum temperature while free running with coolant spray off was 32.7 degree celsius and 32.4 degree celsius under load testing with coolant spray on. These temperatures did not exceed specification. Microscopic evaluation revealed minor to moderate gear wear. Moderate to minor debris was observed inside the head and cap cavities and inner components. All inner components looked dry and corroded. The lack of lubrication may have caused friction and as a result increase the temperature causing heat reported in the complaint.

Event description:
In this event a doctor reported that a midwest e 1:5 attachment overheated. There was no injury or intervention.